Manufacturer narrative:
The investigation into the reported catheter anchor issue was completed. The device was returned for evaluation. Functional testing of the device passed. Based on the available information, the root cause of the catheter anchor issue is due to a use issue as the catheter anchor was able to move along the catheter without any issues within benchtop testing at abiomed. There was no damage observed on the returned pump. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 40-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced catheter anchor issues. The physician had a hard time initially advancing the catheter anchor and locking it over the catheter. The clinical representative explained the appropriate process to the physician. The catheter was eventually placed; however, with a lot of resistance. The clinical representative inspected the locking mechanism for damage but was unable to determine if it came that way or if the damage had been due to the physician's technique. There was no reported harm to the patient.